Event description:
Additional information was received that patient was replaced due to intensified follow-up indicator = yes. Explanted product has not been received to date. No additional relevant information has been received to date.

Event description:
It was reported that patient was being replaced due to intensified follow up indicator (ifi) = yes. Information was later received that her replacement needed to be moved up as she was now having an increase in seizures. It was reported that patient has a low battery but there was no indication that the battery was dead. Battery life calculation was performed with the result revealing 2.1 yrs remaining until near end of service (neos) = yes. Programming history database was reviewed and did not reveal any anomalies that indicated device malfunction. No surgical intervention has been reported to date. No additional relevant information has been received to date.